Event description:
In 2008, the pt underwent the surgery with the numelock distal lateral plate. In 2009, the surgeon found through x-ray that the second screw from distal tip backed out. Thus, the surgeon removed the back out screw.

Manufacturer narrative:
Device will not returned. If the device or additional info becomes available, it will be reported on a supplemental report.